Event description:
Use of breg pain pump identified in legal proceedings regarding a claim of shoulder chondrolysis for two individuals. A male alleged use of the breg pain pump. The date of event for as was 2004. Subsequently, as used another pain pump device, manufacturer unknown, in late 2006. Breg was severed legal papers related to as on december 22, 2008 and product identification was later established as to one of the pain pumps. The exact date is not known.

Event description:
Use of breg pain pump identified in legal proceedings regarding a claim of shoulder chondrolysis for two individuals. Pt is a female. The date of event for pt was 2005. Breg was served legal papers related to pt on december 16, 2008 and product identification was later established, the exact date is not known.